Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified wear abrasion and an opening on the radius. A leak test and microscopic analysis was performed which identified a striated opening on the radius, a puncture opening on the radius, a flat crease, and a void >1 mm in non-textured, valve-to shell-bond area was observed. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool, and a striated puncture assessed as surgical damage like consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.